Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a sensor glucose of 305 mg/dl and expressed dissatisfaction with the ilet pump correction algorithm, asserting that corrections occurred too slowly despite intact and adequate supplies. Symptoms included high blood glucose. Outcomes included the need for troubleshooting, education, and referral for additional training. Investigation included review of device reports and standard troubleshooting with education, which confirmed that correction doses were being delivered. Investigation of this case revealed no device malfunction identified during the review, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.